Event description:
The customer reported that higher than expected cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for three patient samples over two days. This report is one of two and represents the higher than expected cardiac troponin (accutni) result generated for one patient on (B)(6) 2011. The initial accutni result, which was within the assay's risk stratification range, was released from the laboratory. The patient was admitted to the cardiac care unit (ccu) based upon this result. Upon repeat testing on the same instrument and another instrument, the accutni results were lower, within the assay's normal reference range, and considered valid. The initial sample was drawn in a lithium heparin plasma tube and centrifuged prior to testing. The sample was analyzed from the primary tube. The sample was approximately one half full and did not possess any visual abnormalities. Specific patient information and system/quality control information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. No definitive root cause could be determined for this event to date. Mdrs associated with this event: 2122870-2011-04350, 2122870-2011-04415.